Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was analyzed and confirmed several non recoverable 319 errors. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted surgical procedure, the customer faced error 319. Prior to calling, they already reboot the system and verified all fiber cables but the issue persisted. The technical service engineer (tse) reviewed logs and confirm the error 319 pointing to endoscope controller (ec). Tse guided caller to verify and reseat all the cables on the endoscope controller and power cycle the system without improvement. Tse also asked her to swap the power cable of endoscope controller and vision processor but errors remains on ec. The procedure was aborted prior to starting with no reported injury.